Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific pump programming was provided. The customer contact reported after an unspecified length of time, the device alarmed indicating the delivery was complete; however, approximately 25ml vtbi (volume to be infused) remained in the container. The device was removed from clinical service. Multiple unsuccessful attempts have been made to obtain additional info including pt info, specific event details and pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).